Event description:
The external pulse generator was returned for an update as per the instructions of the field action and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary : analysis found that the liquid crystal display was damaged, one side bail cover was broken, and one side bail was missing. All were replaced and the generator passed all final quality assurance tests. (B)(4).